Event description:
The customer contacted baxter's technical service center regarding the number of cycles on the homechoice (hc) machine, which occurred during fill. The care giver (cg) wanted to know why the cycles went up to five when before it was four. The cg stated they bypassed the initial drain and now the machine was showing an extra cycle. The tsr explained that they should never bypass a initial drain and that when the initial drain is bypassed, the machine will add a cycle. The cg stated they understood. They stated they bypassed the initial drain because the patient felt empty. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was not confirmed due to a lack of sample. However, the cause of this event was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.